Manufacturer narrative:
(B)(4). Results: visual inspection of the product found one haptic torn off. There was evidence of surgical residue, which indicates there was an attempt to implant this lens. An investigation is in progress for lens tears under iaca #(B)(4).

Event description:
It was noted by the facility that when the lens was removed from the lens tray that one of the haptics was torn off. The facility indicated that the lens was received defective. There was no pt contact.